Event description:
It was reported that, "revisions of accolade stem as reported in journal article."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.